Event description:
It was reported post implant, the patient experienced a cardiac tamponade due to a lead perforation. The patient underwent pericardiocentesis and pericardial drainage and the issue was resolved. The patient is enrolled in the discovery study. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.